Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to inadequate conduction system measurements, unrelated to thresholds or impedances. This lead was removed, and a different ra lead was implanted successfully. No adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to inadequate conduction system measurements, unrelated to thresholds or impedances. This lead was removed, and a different ra lead was implanted successfully. No adverse patient effects were reported. This lead was returned for analysis.